Event description:
A ventilator was returned to the MFR for svc. The device was no in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's svc ctr, the device failed a step during testing. The device's oxygen blending module board was replaced to address the issue. During the eval, the tubing to the active exhalation control module was observed to be loose. The device's tubing was reconnected to address the issue. Results: tubing.